Event description:
It was reported that the patients ipg was no longer functioning as intended after receiving the end of life message. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1416 sn: (B)(6). The returned ipg was analyzed and was received at the eos state. The investigation revealed that the ipg batterys life was within the estimated range. The ipg exhibited normal characteristics. In addition, the behavior of ipg approaching/reaching the end of its useful life is clearly documented in the labeling.

Event description:
It was reported that the patient's ipg was no longer functioning as intended after receiving the end of life message. The patient underwent an ipg replacement procedure and was doing well postoperatively.